Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information received: the device stopped on the way of the 2nd firing. => the knife moved all the way and returned at the 2nd firing. Then, the knife moved forward again and stopped on the way. Additional information requested and received: can you please clarify the additional event information comment, ¿then, the knife moved forward again and stopped on the way.¿? Did this occur on the 3rd firing? => no. It occurred at the 2nd firing. Was this another attempt to fire the endocutter with the same cartridge reload from the 2nd firing? => no, the knife moved again automatically after returning to the home position. If so, did the device lock-out (no staples deployed and no cut line started)? Or, did the device start to deploy staples and cut but could not be completed (partially fire)? No further information will be provided.

Event description:
It was reported that during a laparoscopic colectomy, the device stopped on the way of the 2nd firing. The device was used on the colon. The manual override lever was used to release the device. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information received: the surgeon understood that the device in complaint had no problem.  His comment is as follows: the target tissue was very thin. Therefore, the tissue slipped when the staples were deployed, and it might have caused the event.

Manufacturer narrative:
Product complaint # (B)(4). Batch # p5848n. Investigation summary: the analysis found that one pcee60a device was returned with no apparent damage and with no cartridge reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.